Event description:
Post procedure of a carotid artery, the patient died. It was noted that the patient had a double ulceration of the carotid artery with about 95% stenosis. It was superficial that there may have been a dissection and that the physician stented sub-initially, post dilated and had a flap which closed off the artery. The patient had been on tpa, and did not exhibit symptoms of a stroke during the procedure. The cause of death was reported as a "large cva (cerebrovascular accident).